Event description:
It was reported that during a da vinci hysterectomy procedure, the wire of the prograsp forceps instrument was identified as being kinked and broken. No missing or fallen pieces were reported. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis investigation found that the pitch up cable was broken at the distal clevis hub. The cable segment that contains the crimp was still installed in the clevis. The clevis did not exhibit any damage or wear marks. The other cables at the instrument's wrist were undamaged. No other damage was found. The damage to the instrument found during failure analysis investigation do not constitute a reportable event; however, the broken pitch cable could likely cause or contribute to an adverse event, if it were to recur.